Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during a cataract extraction with intraocular lens implant procedure there was no phacoemulsification power at the tip. The case was completed by using an alternate phacoemulsification tip.

Manufacturer narrative:
The system and the handpiece were both examined. The company representative confirmed that ¿one of the customers¿ handpieces was tested. However, the customer did not specify the exact handpiece that was involved in this complaint. There was no indication that reported event was replicated for the handpiece or the system. No phaco tip was returned for evaluation for the report of no phaco power to the phaco tip before the surgery; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. (B)(4).